Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 ls unit has a watchdog error. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Replace power supply processor board. Replace logic board. Return to factory. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that pc unit 8015 ls has a watchdog error. Unit received a network error 600.6835 but when the device was powered on, there is a watchdog black screen with red light flashing by the system on button. There was no patient involvement reported.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that pc unit 8015 ls has a watchdog error. Unit received a network error 600.6835 but when the device was powered on, there is a watchdog black screen with red light flashing by the system on button. There was no patient involvement reported.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine watchdog error. Ts went over troubleshooting steps on watchdog error with the customer. Recommended to replace power supply processor board, replace logic board and return unit back to the factory for service repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. H3 other text : over the phone troubleshooting.

Event description:
It was reported that pc unit 8015 ls has a watchdog error. Unit received a network error 600.6835 but when the device was powered on, there is a watchdog black screen with red light flashing by the system on button. There was no patient involvement reported.